Event description:
Customer went in for a routine fasting blood glucose test. The lab result was 104mg/dl and the customers device read 299mg/dl. No treatment was given. Level two control was expired. A request was made for the return of the suspect device and replacement product was sent.